Manufacturer narrative:
Stryker advised the customer over the phone to clear the codes and follow-up if the codes return. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.